Manufacturer narrative:
The device was not returned for evaluation. No lot information was available. The returned product has not been received for investigation. If the product is received, a follow up report will be submitted. No clinical injury to pt.

Event description:
As reported: two slits found in the admin set upon start of infusion. Started to leak. No injury occurred as a result of this complaint.